Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported having high blood glucose levels up to 338 mg/dl and lows in the range of 50 mg/dl. Customer stated that her doctor felt the highs and lows are due to the customer needing to change her insertion site. Blood glucose level was not provided at the time of the call. No further information was provided.